Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found a white substance on the top of the pouch. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap foil had particulate matter, chewing gum, inside the wrapper. There was no patient injury or medical intervention associated with this event. No additional information is available.